Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s auditory feature was not functioning. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged lack of sound issue was not duplicated. The pump powered up to the display with auditory and vibratory features. The volume of the auditory feature met specifications. Unrelated to the complaint, the display was found to be dim and discolored. The keypad cover was intact but the contrast button was unresponsive. Removal of the keypad cover found contamination under all the button contacts.